Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient last felt stimulation 6 months ago. The patient programmer displayed a low battery message. Surgical intervention may be pending.

Event description:
Further follow-up indicates the patient had their ipg explanted and replaced. Effective therapy restored.